Event description:
Additional information provided from the field indicates the patient was seen again and two commanded shocks were delivered to test the patient's system. The shock lead impedance measurements afterwards were within normal range. No further changes to the system were made and it continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause of issue has not been determined and no intervention has been performed at this time. The device remains implanted and in service. No adverse patient effects were reported.